Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) medical center. (B)(6) , m.d. Operative report. Primary care physician: (B)(6) m.d. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: removal of hernia mesh and repair of ventral hernia with mesh. Assistant: (B)(6) m.d. Anesthesia: general with endotracheal tube. Blood loss: minimal. Specimens: ¿the old mesh, which was bard composix kugel patch, large circle 11.4 cm diameter lot #43-jpd-482 was removed and sent to pathology.¿ brief history: ¿ms. Gaines is a 22-year-old woman who, in (B)(6) 2006, underwent an open umbilical hernia repair with bard composix kugel patch mesh placement. This was well tolerated. This was a hernia that occurred after a laparoscopic cholecystectomy. The mesh was placed in the preperitoneal position and sutured into position using sutures in four quadrants. The patient initially did well but then began to complain of a left mid-abdominal and periumbilical pain, which continued for some months. A repeat CT scan in late august of 2006 revealed intercalation of fat between the mesh and the anterior abdominal wall on the left side of the mesh. This was felt to be an impending recurrence and the patient was brought to the operating room for laparoscopic exploration and ventral hernia repair.¿ description of procedure: ¿the patient was brought to the operating room, placed supine on the operating table. After anesthesia was administered, the patient¿s identity and consent were confirmed as per timeout protocol. The patient had a foley catheter placed and the arms were tucked and padded in the usual manner. The abdomen was prepped and draped in the usual manner. An ioban was placed over the towels to protect the skin and mesh. An incision was created in the left subcostal region and carried down through the subcutaneous tissues. The optiview device was to enter the abdomen under direct visualization. The abdomen was then insufflated with carbon dioxide to 15 mmhg. On examination of the anterior abdominal wall, there were no adherent loops of bowel within the abdominal wall; however, there was an adherent loop of omentum within a hernia sac. The mesh itself was hanging down from the anterior abdominal wall being attached by approximately 4 x 4-cm mid portion of the mesh. Each of the edges on the right and left sides were hanging down and were somewhat folded in on themselves. There was good peritoneal covering the entire mesh and again no involved loops of bowel. We divided the peritoneum circumferentially and took the mesh down from the anterior abdominal wall without significant difficulty. It was removed from the left upper quadrant 12-mm trocar site by extending the incision slightly. Once this was accomplished, the stay sutures were placed of 0 vicryl medially and laterally within the incision and a hasson trocar was used to maintain insufflation. Additional trocars were then placed in the left lateral abdomen and right upper quadrant of the abdomen. Each of these was a 5 mm trocar placed under direct visualization and the further left lateral abdomen and third trocar was placed, again 5 mm under direct visualization. Each of these had been used prior to mobilize the omentum from the anterior abdominal wall and to mobilize the mesh from the anterior abdominal wall. Once the mesh was removed from the abdomen, there was no obvious hernia recurrence, but stitches could be seen where the anterior fascia had been closed over the mesh. It was felt that the likelihood of recurrence was quite high and that the patient would benefit from having a placement of mesh at this time. We chose a 10 x 15 cm gore dualmesh, which was trimmed to a 10 cm diameter. This was marked on the anterior surface of the abdomen, the stay sutures on the upper right and left quadrants and lower right and left quadrant as well as on the mesh itself. Sutures of 2-0 gore-tex were placed in the four quadrants. Each of the top and the bottom of the mesh was marked as well. The mesh was then brought into the abdominal wall via the left upper quadrant trocar without difficulty. The mesh was then positioned underneath the anterior abdominal wall with the rough side facing superiorly. We then infiltrated the skin and used a suture grasper to withdraw the sutures in each of the four quadrants out to the anterior abdominal wall through separate small stab incisions. Once this was accomplished, the sutures were then tied down and the mesh was affixed to the anterior abdominal wall. A tacking device of 5-mm protack was used to tack the mesh circumferentially. Once this was accomplished, the mesh was in good position. The trocars were removed under direct visualization and the abdomen allowed to desufflate. The hasson trocar was removed. A third stitch was placed in the left upper quadrant incision and mid portion completing the fascial closure. The skin at each of the trocar sites was then closed with a 4-0 monocryl subcuticular stitch. Steri-strips were placed in each of the stab incisions on the anterior abdominal wall. The patient tolerated the procedure well. She was awakened, extubated, foley catheter removed and brought to the recovery area in stable condition.¿ [missing records: records for a repeat CT scan in late august of 2006 showing a ¿intercalation of fat between the mesh and the anterior abdominal wall on the left side of the mesh¿ were not provided.] [Missing records: records of ¿open umbilical hernia repair with bard composix kugel patch mesh placement¿ that occurred in january 2006 were not provided. Pathology report following removal on (B)(6) 2006 were also not provided.] On (B)(6) 2006: (B)(6) medical center. Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04127371. W.l gore & associates. Implant site: ventral wall. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04127371) was implanted during the procedure. On (B)(6) 2007: (B)(6) medical center. (B)(6) , m.d. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: ventral hernia repair with mesh, laparoscopic. Assistant: (B)(6) , m.d. Anesthesia: general with endotracheal tube. Findings: ¿a 4 x 6-cm hernia transverse just at the superior aspect of the prior mesh placement was found. A 15 x 19-cm mesh was placed transversely within the abdomen to repair this procedure.¿ brief history: ¿the patient is a 20-year-old woman who underwent a laparoscopic cholecystectomy and postoperatively developed a ventral hernia at the umbilicus. This was repaired with preperitoneal placement of the kugel-type patch. This pulled away from the anterior abdominal wall and was found to be inadequate and was removed laparoscopically and the hernia repaired with a 10 x 10 cm patch of intraperitoneal gore-tex mesh tacked and tied into place as per usual protocol. The patient returns with continued discomfort and a bulge at the superior most aspect of this mesh repair. She is brought to the operating room for recurrence.¿ description of procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After anesthesia was administered, the patient¿s arms were tucked, a foley catheter placed, and the patient padded and positioned appropriately. The abdomen was prepped and draped, and an ioban placed over the towels to protect the skin and mesh. Once this was accomplished, an incision was created in the right upper quadrant away from all other areas of prior incision and carried. A 12-mm optiview trocar was then used to enter the abdomen under direct visualization. Once the abdomen was entered, it was insufflated with carbon dioxide to 15 mmhg and the abdomen was explored. There were omental adhesions to the prior mesh to the anterior abdomen. Superior to the prior mesh placement, there was a large defect approximately 4 x 6 cm in toto, which was noted. The omentum was taken down from the anterior abdominal wall using the harmonic scalpel. Once this was completely taken down, there were no loops of bowel involved with the adhesions. The hernia defect was sized, and a suitable mesh was used. A 15 x 19-cm mesh was selected even though was slightly larger than would be indicated, which would be 14 x 16 cm, but this was placed transversely in the abdomen. Stay sutures were placed in the superior and lateral right upper and lower margins of 2-0 gore-tex. The top and bottom of the mesh were identified and marked, and the anterior surface which was roughed which was going to be placed against the anterior abdominal wall was also likewise identified. The mesh was then inserted into the abdomen via the right upper quadrant trocar. The second and third trocars had been placed in the right lateral and right inferior abdomen easily. Each of these were 5-mm trocars were placed under direct visualization after infiltrating skin with 0.25% marcaine, and these were used to introduce instruments to takedown the omentum as described prior. A grasper was inserted into the lower trocar and out through the 12-mm trocar. The mesh was grasped and withdrawn into the abdomen. It was spread out in place underlying the anterior abdominal hernia. Once this was accomplished, the stay sutures and then brought out sequentially through the abdominal wall after creating separate small stab incisions and using the gore suture passer pressers to withdraw the tube to grasp the suture and pull it out through the anterior abdominal wall. Once each of the sutures were placed, they were tied down securely. A fourth trocar was placed in the left lateral abdominal wall to complete the stapling. The stapling device was inserted into the trocars, and using various combinations of trocar and camera, we were able to completely staple the mesh circumferentially. Once this was accomplished, the abdomen was desufflated and the trocars removed under direct visualization. The patient tolerated this portion of the procedure well. The skin was then closed at each of the incisions using 4-0 monocryl subcuticular stitch at the skin level. The 12-mm incision was closed with a single stitch of 0 vicryl at the fascial level as well. Once the skin was closed and steri-strips were placed, each of the small stab incisions likewise were serially steri-stripped. The patient was allowed to awaken and was extubated and brought to recovery area in stable condition. The foley catheter was removed postoperatively.¿ on (B)(6) 2007: (B)(6) medical center. Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04957798. W.l. Gore & associates. Expiration date: 2012-03-17. Implant site: ventral hernia. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04957798) was implanted during the procedure. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) medical. Winston. Operative note. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Operation: removed mesh. Repair ventral hernia with mesh. Specimen: old mesh removed (bard composix kugel patch, large circle, 11.4 cm x 11.4 cm, lot 43jpd482). Other information: gore dualmesh 10 x 15 cm oval, cut to 10 cm diameter. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04127371. W.l. Gore & associates. (B)(6) 2006: (B)(6) medical center. Katya r. Ford, md. Pathology report. Tissue source: graft. Final diagnosis: labelled ¿graft¿. Mature adipose tissue. Mesh patch (gross examination). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) medical. (B)(6) . Operative note. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Operation: removed mesh. Repair ventral hernia with mesh. Specimen: old mesh removed (bard composix kugel patch, large circle, 11.4 cm x 11.4 cm, lot 43jpd482). Other information: gore dualmesh 10 x 15 cm oval, cut to 10 cm diameter. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04127371. W.l. Gore & associates. On (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Pathology report. Tissue source: graft. Final diagnosis: labelled ¿graft¿. Mature adipose tissue. Mesh patch (gross examination). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2018: (B)(6) medical center. (B)(6), md; (B)(6), md. Emergency department visit. History of arthritis, leg pain x 8 weeks. Review of systems: gastrointestinal: no abdominal pain. History: social: drug use; suboxone. Medical: anal fissure, arthritis, chronic back pain, broke controlled substance agreement (B)(6) 2017, chiari malformation, cigarette smoker, depression, gastroesophageal reflux disease, occipital neuralgia, obesity, paresthesia upper extremities, status post spine surgery. Exam: abdomen; soft, nontender, nondistended. Impression/plan: arthritis, chronic nerve pain. Give tylenol. Spoke with patient about suboxone use, states this was due to narcotic withdrawal following opioid use, recent oxycodone was due to tubal ligation surgery last month. Weight 178 lbs 9 oz. Discharged home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional health effect- clinical code h6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: ¿ the known medical records span (B)(6), 2006 through (B)(6), 2018 and not all records received in this time span are relevant to both gore® dualmesh® biomaterial devices. ¿ records for ¿open umbilical hernia repair with bard composix kugel patch mesh placement¿ that occurred in (B)(6) 2006 was not provided. ¿ records for a repeat CT scan in late (B)(6) of 2006 showing a ¿intercalation of fat between the mesh and the anterior abdominal wall on the left side of the mesh¿ was not provided. ¿ pathology report following removal on (B)(6) 2006 was not provided. ¿ medical records from (B)(6), 2007 through (B)(6), 2018 were not provided. Patient information: medical history: ¿ (B)(6) 2006: recurrent ventral hernia ¿ (B)(6) 2007: recurrent ventral hernia ¿ (B)(6) 2018: history of arthritis ¿ (B)(6) 2018: anal fissure ¿ (B)(6) 2018: chronic back pain ¿ (B)(6) 2018: chiari malformation ¿ (B)(6) 2018: gastroesophageal reflux disease [gerd] ¿ (B)(6) 2018: occipital neuralgia ¿ (B)(6) 2018: paresthesia upper extremities ¿ obesity (B)(6) 2018: 178 lbs. ¿ smoking (B)(6) 2018: cigarette smoker prior surgical procedures: ¿ (B)(6) 2006: open umbilical hernia repair with bard composix kugel patch mesh placement; hernia occurred after a laparoscopic cholecystectomy. ¿ (B)(6) 2006: removal of hernia mesh and repair of ventral hernia with mesh. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2007: ventral hernia repair with mesh, laparoscopic. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2018: tubal ligation implant #1 preoperative complaints: ¿ (B)(6) 2006: ¿ms. (B)(6) is a 22-year-old woman who, in (B)(6) 2006, underwent an open umbilical hernia repair with bard composix kugel patch mesh placement. This was well tolerated. This was a hernia that occurred after a laparoscopic cholecystectomy. The mesh was placed in the preperitoneal position and sutured into position using sutures in four quadrants. The patient initially did well but then began to complain of a left mid-abdominal and periumbilical pain, which continued for some months. A repeat CT scan in late (B)(6) of 2006 revealed intercalation of fat between the mesh and the anterior abdominal wall on the left side of the mesh. This was felt to be an impending recurrence and the patient was brought to the operating room for laparoscopic exploration and ventral hernia repair.¿ implant #1 procedure: removal of hernia mesh and repair of ventral hernia with mesh. [Implant: gore® dualmesh® biomaterial, 04127371/1dlmc03, 10cm x 15cm x 1mm thick, oval] implant #1 date: (B)(6), 2006 ¿ description of hernia being treated: ¿an incision was created in the left subcostal region and carried down through the subcutaneous tissues. The optiview device was to enter the abdomen under direct visualization. The abdomen was then insufflated with carbon dioxide to 15 mmhg. On examination of the anterior abdominal wall, there were no adherent loops of bowel within the abdominal wall; however, there was an adherent loop of omentum within a hernia sac.¿ ¿ implant size and fixation: ¿the mesh itself was hanging down from the anterior abdominal wall being attached by approximately 4 x 4-cm mid portion of the mesh. Each of the edges on the right and left sides were hanging down and were somewhat folded in on themselves. There was good peritoneal covering the entire mesh and again no involved loops of bowel. We divided the peritoneum circumferentially and took the mesh down from the anterior abdominal wall without significant difficulty. It was removed from the left upper quadrant 12-mm trocar site by extending the incision slightly. Once this was accomplished, the stay sutures were placed of 0 vicryl medially and laterally within the incision and a hasson trocar was used to maintain insufflation. Additional trocars were then placed in the left lateral abdomen and right upper quadrant of the abdomen. Each of these was a 5 mm trocar placed under direct visualization and the further left lateral abdomen and third trocar was placed, again 5 mm under direct visualization. Each of these had been used prior to mobilize the omentum from the anterior abdominal wall and to mobilize the mesh from the anterior abdominal wall. Once the mesh was removed from the abdomen, there was no obvious hernia recurrence, but stitches could be seen where the anterior fascia had been closed over the mesh. It was felt that the likelihood of recurrence was quite high and that the patient would benefit from having a placement of mesh at this time. We chose a 10 x 15 cm gore dualmesh, which was trimmed to a 10 cm diameter. This was marked on the anterior surface of the abdomen, the stay sutures on the upper right and left quadrants and lower right and left quadrant as well as on the mesh itself. Sutures of 2-0 gore-tex were placed in the four quadrants. Each of the top and the bottom of the mesh was marked as well. The mesh was then brought into the abdominal wall via the left upper quadrant trocar without difficulty. The mesh was then positioned underneath the anterior abdominal wall with the rough side facing superiorly. We then infiltrated the skin and used a suture grasper to withdraw the sutures in each of the four quadrants out to the anterior abdominal wall through separate small stab incisions. Once this was accomplished, the sutures were then tied down and the mesh was affixed to the anterior abdominal wall. A tacking device of 5-mm protack was used to tack the mesh circumferentially. Once this was accomplished, the mesh was in good position. The trocars were removed under direct visualization and the abdomen allowed to desufflate. The hasson trocar was removed. A third stitch was placed in the left upper quadrant incision and mid portion completing the fascial closure. The skin at each of the trocar sites was then closed with a 4-0 monocryl subcuticular stitch. Steri-strips were placed in each of the stab incisions on the anterior abdominal wall. The patient tolerated the procedure well. She was awakened, extubated, foley catheter removed and brought to the recovery area in stable condition.¿ ¿ ¿other information: gore dualmesh 10 x 15 cm oval, cut to 10 cm diameter.¿ ¿ post-operative period: immediate post operative records were not provided. Implant #2 preoperative complaints: ¿ (B)(6) 2007: ¿the patient underwent a laparoscopic cholecystectomy and postoperatively developed a ventral hernia at the umbilicus. This was repaired with preperitoneal placement of the kugel-type patch. This pulled away from the anterior abdominal wall and was found to be inadequate and was removed laparoscopically and the hernia repaired with a 10 x 10 cm patch of intraperitoneal gore-tex mesh tacked and tied into place as per usual protocol. The patient returns with continued discomfort and a bulge at the superior most aspect of this mesh repair. She is brought to the operating room for recurrence.¿ implant #2 procedure: ventral hernia repair with mesh, laparoscopic. [Implant: gore® dualmesh® biomaterial, 04957798/1dlmc04, 15cm x 19cm x 1mm thick, oval] implant #2 date: (B)(6), 2007 ¿ description of hernia being treated: ¿.... An incision was created in the right upper quadrant away from all other areas of prior incision and carried. A 12-mm optiview trocar was then used to enter the abdomen under direct visualization. Once the abdomen was entered, it was insufflated with carbon dioxide to 15 mmhg and the abdomen was explored. There were omental adhesions to the prior mesh to the anterior abdomen. Superior to the prior mesh placement, there was a large defect approximately 4 x 6 cm in toto, which was noted. The omentum was taken down from the anterior abdominal wall using the harmonic scalpel. Once this was completely taken down, there were no loops of bowel involved with the adhesions. The hernia defect was sized, and a suitable mesh was used.¿ ¿ implant size and fixation: "15 x 19-cm mesh was selected even though was slightly larger than would be indicated, which would be 14 x 16 cm, but this was placed transversely in the abdomen. Stay sutures were placed in the superior and lateral right upper and lower margins of 2-0 gore-tex. The top and bottom of the mesh were identified and marked, and the anterior surface which was roughed which was going to be placed against the anterior abdominal wall was also likewise identified. The mesh was then inserted into the abdomen via the right upper quadrant trocar. The second and third trocars had been placed in the right lateral and right inferior abdomen easily. Each of these were 5-mm trocars were placed under direct visualization after infiltrating skin with 0.25% marcaine, and these were used to introduce instruments to takedown the omentum as described prior. A grasper was inserted into the lower trocar and out through the 12-mm trocar. The mesh was grasped and withdrawn into the abdomen. It was spread out in place underlying the anterior abdominal hernia. Once this was accomplished, the stay sutures and then brought out sequentially through the abdominal wall after creating separate small stab incisions and using the gore suture passer pressers to withdraw the tube to grasp the suture and pull it out through the anterior abdominal wall. Once each of the sutures were placed, they were tied down securely. A fourth trocar was placed in the left lateral abdominal wall to complete the stapling. The stapling device was inserted into the trocars, and using various combinations of trocar and camera, we were able to completely staple the mesh circumferentially. Once this was accomplished, the abdomen was desufflated and the trocars removed under direct visualization. The patient tolerated this portion of the procedure well. The skin was then closed at each of the incisions using 4-0 monocryl subcuticular stitch at the skin level. The 12-mm incision was closed with a single stitch of 0 vicryl at the fascial level as well. Once the skin was closed and steri-strips were placed, each of the small stab incisions likewise were serially steri-stripped. The patient was allowed to awaken and was extubated and brought to recovery area in stable condition. The foley catheter was removed postoperatively.¿ ¿ findings: ¿a 4 x 6-cm hernia transverse just at the superior aspect of the prior mesh placement was found. A 15 x 19-cm mesh was placed transversely within the abdomen to repair this procedure.¿ ¿ no immediate post operative records were provided. Relevant medical information: ¿ (B)(6) 2018: emergency department visit. ¿history of arthritis, leg pain x 8 weeks. Review of systems: gastrointestinal: no abdominal pain. History: social: drug use; suboxone. Medical: anal fissure, arthritis, chronic back pain, broke controlled substance agreement (B)(6) 2017, chiari malformation, cigarette smoker, depression, gastroesophageal reflux disease, occipital neuralgia, obesity, paresthesia upper extremities, status post spine surgery. Exam: abdomen; soft, nontender, nondistended. Impression/plan: arthritis, chronic nerve pain. Give tylenol. Spoke with patient about suboxone use, states this was due to narcotic withdrawal following opioid use, recent oxycodone was due to tubal ligation surgery last month. Weight 178 lbs 9 oz. Discharged home .¿ conclusion: #1 gore® dualmesh® biomaterial, 04127371/1dlmc03 it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted and a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence. Additional event specific information was not provided.